Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the unit was returned with blood on the wire and the basket. There was no contrast visible. There were four struts on the basket that were separated. One was at the proximal end, two from the middle struts and one at the markers on the struts. Quality engineering confirmed that the returned filter basket had three broken struts and one strut pulled out of the proximal cage end sleeve. There was glue at the base of the cage end sleeve (the point of strut separation). The separation is a typical failure mode for a tensile overload. This type of separation has been observed on the line during tensile testing for other engineering purposes. The three other strut factures have never been observed before. Engineering tried to replicate the same failure mode (as of the three struts) by destructive testing. This type of testing was performed to determine, if during the pull back of the filter basket in the recovery sheath, that the prolapsed strut would cause the same type of failure, as observed of the returned product (fractured struts within the body of the filter). Engineering testing was unable to replicate the same type of fractures as found in the field. The damaged filter basket strut that was pulled out of the cage is due to a tensile overload. Although the other three filter basket struts were damage to tensile overload, it is believed that this breakage may have occurred at separate times. The complaint referenced that it was realized that the strut separation occurred after the recovery sheath was removed from the patient and that some force may have been applied during recovery. The three strut breaks could occur if the filter was stuck inside the recovery sheath (i.e. Due to dried blood, etc) and if the filter basket was to be pulled out of the recovery sheath, requiring some force, this could result in the breaking of the additional struts. This type of strut failure has never been observed on the line during testing and this is the first complaint of this type. The lot history record was reviewed and there were no non-conformities associated with this product lot. All rx accunet filter baskets are 100% inspected on-line, at several operations, in an effort to ensure that each filter basket has no anomalies, that may cause a break during use. This is the first complaint for this type of incident. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that one of the struts of the metal basket fractured. This was realized when the filter was out of the patient at the end of the procedure. It is possible that a little force was being applied during the recovery of the filter. The filter was in a curve of the vessel. No patient effects were reported.